Event description:
It was reported the catheter was explanted on (B)(6) 2015 because the patient was going to have spine surgery and this was recommended by the spine surgeon. The pump was left in the abdomen and the drug was removed from the pump on (B)(6) and normal saline was placed instead. The pump was programmed to min rate. Approximately one week after surgery, the patient went back to the clinic and reported clear drainage from the spinal incision site. No intervention was done at the clinic at that visit. On (B)(6), the patient¿s husband brought her back to the clinic because she was showing signs of confusion and she had a fever. The patient was transferred to the hospital and admitted to the ICU with a diagnosis of meningitis, infection. A culture of the device pocket and csf was also done. As of the date of the report no organism cultured to date. The patient received antibiotic treatment. The csf showed white blood cells, no organisms in csf culture. The patient had been on antibiotics post-op. It was recommended by the consulting neurosurgeon to explant the pump. The pump was explanted as a precautionary measure. No obvious signs of infection at pump site. It was noted that the meningitis developed as a result of the catheter removal surgery on (B)(6) 2015. The patient was currently being treated with multiple IV antibiotics in the ICU. The pump was explanted (B)(6). The neurosurgeon opened the spinal incision during the pump explant surgery today. There were no obvious signs of a continued csf leak. Both incisions were closed. Perioperative antibiotics were administered. The patient was reported to be doing better and was discharged from the hospital (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).